Manufacturer narrative:
B5 correction: re-sent b5 to include sentence, "the patient said they had a virtual visit scheduled on the 22nd." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the second day after implant, the patient noticed leaking, so they used their control equipment to make a change to see which program was best. They changed the amplitude, and when they did that, they experienced a shock of electricity that went to their shoulder. They thought they decreased stimulation and that electricity feeling went away, but ever since then, they had been hurting. They had a pain in the upper left side of their back below the shoulder. They told their doctor about it at their follow-up appointment. The doctor told them to go to their primary care doctor, but the patient felt the issue started because of the stimulator. Later in the call, the patient said that at the follow-up appointment, the doctor increased stimulation, but the patient did not get another shock like that. They were redirected to their healthcare provider to further address the issue. The patient said they had a virtual visit scheduled on the 22nd. They also mentioned unrelated medical history, which included that they knew they still had lead(s) from prior ins system(s) in their body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the second day after implant, the patient noticed leaking, so they used their control equipment to make a change to see which program was best. They changed the amplitude, and when they did that, they experienced a shock of electricity that went to their shoulder. They thought they decreased stimulation and that electricity feeling went away, but ever since then, they had been hurting. They had a pain in the upper left side of their back below the shoulder. They told their doctor about it at their follow-up appointment. The doctor told them to go to their primary care doctor, but the patient felt the issue started because of the stimulator. Later in the call, the patient said that at the follow-up appointment, the doctor increased stimulation, but the patient did not get another shock like that. They were redirected to their healthcare provider to further address the issue. They also mentioned unrelated medical history, which included that they knew they still had lead(s) f rom prior ins system(s) in their body.